Event description:
A consumer reported experiencing poor near vision without bright light and seeing halos following bilateral intraocular lens (iol) implant surgery. She stated, her far vision is 20/20 and her near vision is excellent in direct sunlight. Her near vision at home, church, restaurants, and stores is poor and requires glasses. She is dissatisfied with her vision. In a f/u, the surgeon reported that a yag laser procedure was performed and that the pt was treated with medication. The surgeon continues to monitor the pt. Add'l info has been requested. There are two medical device reports for this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/01/2009, 12/04/2009, and 12/17/2009 by phone, fax, and mail. A completed questionaire has not been received. Medical records were received on 12/02/2009.